Event description:
It was reported that, on (B)(6) 2010, the patient reported their device had stopped working approximately 3-4 months prior to the visit. It was also reported there was a slight increase in the severity of the patient's symptoms compared to the patient's previous visit. According to records, the health care provider did not check the functionality of the device, but the parameters could not be assessed with the physician programmer. There was a suspected malfunction, but no information regarding the suspected malfunction was documented. The patient's device was replaced. At follow up on (B)(6) 2011, the patient's new device was working well.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was chronic constipation. (B)(4).

Manufacturer narrative:
Product ID 309328, lot# b0398913k. (B)(4).